Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported death could not be conclusively determined.

Event description:
The day after an atrial fibrillation ablation procedure, the pt expired. During the procedure, the pt became hypotensive prior to ablation being performed. The physician suspected a pericardial effusion; however, an echocardiogram revealed no effusion. The pt became unstable, CPR was initiated, and IV medications were administered. The pt developed ventricular tachycardia with continued hypotension. An external shock was delivered, which was unsuccessful in converting the pt. CPR was resumed and the pt stabilized. The pt was transferred to surgery to treat a pericardial effusion; however, no effusion was identified. The next day, the pt's condition deteriorated and the pt was returned to surgery to treat a possible pericardial effusion. Again, no effusion was found. The pt expired following surgery due to an unk cause. There were no performance issues noted with any sjm device.